Event description:
Hill-rom rec'd a report from the account stating the brakes were not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in out complaint handling sys as complaint #(B)(4) .

Manufacturer narrative:
The hill-rom tech found all four brake casters not holding. Per the hill-rom svc manual the bed should be subject to an effective maintenance program. An annual svc of the bed is advised in order to maintain its characteristics and performance. Brake caster should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the casters to resolve the issue. Based on this info, no further action is required.